Manufacturer narrative:
Field service engineer (fse) investigated report of no fluoro, rebooted generator and the 'no fluoro' issue was resolved. Fse noted the operator was doing a hard shut down of both the generator and the infimed computer and inserviced the customer on the proper power off and power on procedure for the sedecal generator and infimed platinum one computer. Fse completed system check per service checklist, and returned the unit to service.

Event description:
Customer reports via phone that during a cystoscopy for stone removal on a (B)(6) male, the system fluoro failed. Physician completed the procedure using only endoscopy. Procedure completed without further incident. No reported injury.